Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2014 - device evaluation: the device has been returned and evaluated by product analysis on 12/04/2014 with the following findings: the pump's black box contained records from (B)(4) 2014, but the date of event was no longer in the device history. All of the loss of prime warnings in the pump's black box are related to pump reboots or cartridge related events. The pump was exercised for 24 hours at 1 unit/hour with no loss of prime or other alarms detected. The pump's force sensor was found to be within calibration. Unrelated to the initial complaint, the battery compartment was cracked from the case seal towards the battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.